Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Literature attachment: two-year cardiac mortality after mitraclip treatment of functional mitral regurgitation in ischemic and non-ischemic dilated cardiomyopathy. [(B)(4)].

Event description:
This is being filed to report a death. It was reported through a research article titled, two-year cardiac mortality after mitraclip treatment of functional mitral regurgitation in ischemic and non-ischemic dilated cardiomyopathy, identifying mitraclip devices that may be related to patient death. Specific patient information is unknown. Details are listed in the attached article. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number was not provided. The device was not returned for analysis. A review of the lot history record for the reported lot could not be conducted, as the lot information for the device was not available. Based on the information reviewed, a definitive cause for the reported patient effect of death could not be determined. The reported patient effect of death is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.